Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Disassociated liner and cup, doi: unknown; dor: (B)(6) 2022; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Based in photographic and xray images review, the disassociation event was confirmed. It can be observed a portion of the rim fractured and separated from the part which is evidence of the liner having disassociated from the cup mostly probable after had been edge loaded by femoral head. A dislocation event was not observed by the provided evidence. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.